Event description:
Maufacturer ref.#: 293294.

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Simulated use testing of the received o2 and air gas module has not reproduced the described customer issue. No device logs have been received. The event could be confirmed in the received video sequence. The recording date is (B)(6)2020 , and therefore the date of event was determined as(B)(6)2020 . If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air gas module, where concluded that the nozzle has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient ham. Manufacturer ref.#: (B)(4).